Event description:
Originally reported from idtf inr 5.1 with protime system vs 3.6 inr with same device repeated 5 minutes later. Pt therapeutic range not reported. No report of adverse event, serious injury, or interventions.

Manufacturer narrative:
(B)(4). This MDR is submitted based upon a retrospective review of complaint reports from 2007-2008 in light of revised itc MDR evaluation procedures. Manufacturer method- no product returned from user facility. Manufacturer results- customer complaint could not be confirmed. Manufacturer conclusions- no conclusion can be drawn.